Event description:
Pt reported the pump, implanted since 2001, periodically overdoses without warning and causes pt to vomit. Pt believes pump is running at half speed on other occasions. Pt has asked their dr to remove medication from the pump but the dr is reported to have refused to do so.